Manufacturer narrative:
Device evaluation: a review of the device noted an opening on the radius side, assessed as fold flaw opening.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: right side deflation.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 04/11/2024.

Event description:
Healthcare professional reported right side deflation. Later, healthcare professional reported particles in valve for the right side. Device has been explanted and replaced.